Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Insulin pump not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer performed displacement test and test result was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.